Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was not detected on the bus. A field service engineer (fse) identified that the power box cable was loose and reseated the cable to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer2 was failed and could not be recovered and the device was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication. There were no delay, no adverse events or injuries reported based on this event.